Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 28 x 3.00 mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in distal region of the stent were lifted and pulled distally over the distal balloon cone. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 66 cm distal to the distal end of strain relief as well as multiple kinks noted on both sides of the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A review of the media provided could confirm the alleged difficulty in advancing and crossing the lesion site however no separation of the shaft could be noted. A stent could be seen being attempted to be advanced and failing to cross the lesion site in proximal to mid lad and this most likely is due to the lesions anatomical characteristics including 80% residual stenosis. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery. After a 3.5 xb non-bsc guide catheter was engaged and a pt2 guidewire was crossed the lesion, pre-dilation was performed resulting to 80% residual stenosis. Following pre-dilation, a 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure the device was failed to advanced and the shaft was broked inside patient. The procedure was completed with another of the same device. No patient complications were reported and that patient's status was stable.